Manufacturer narrative:
Please note the ins implant date captured has been updated at this time.

Event description:
Additional information noted the patient¿s skin infection was monitored and treated with medication. The infection was ¿allegedly caused by thermal injury to the skin.¿ there were no interventions taken involving the patient¿s impedance and stimulation issues however. It was noted that impedances testing was carried out at regular intervals by the patient¿s healthcare professionals (hcps) in order to ensure reduced impedances.

Manufacturer narrative:
Other applicable components are: product ID: 3877-45, lot# unknown, product type: lead. Correction: please note that (B)(4) have been removed at this time as the issues were reported to be not related to the patient's device/system.

Event description:
Additional information reported that at the time of the incident, the patient ¿would not feel stimulation¿ despite turning their ins up to a maximum voltage. The issue had reportedly been ongoing for a period of weeks as of (B)(6) 2017; the start date of the issue was unknown. The previously reported infection was noted to have been close to the patient¿s lead. Additional information noted the thermal injury to the skin that was the alleged cause of the infection was ¿unrelated to the patient¿s system¿ and was thought to be ¿due to putting a hot water bottle over the area.¿ the infection was treated with medication and the issue was resolved. It was noted the patient¿s lead was placed peripherally. Impedance testing that was performed at the time of the stimulation incident found increased impedances that ¿slowly decreased to normal¿ as of (B)(6) 2017. Despite this, the patient remained without stimulation as of (B)(6) 2017. It was noted however that as of (B)(6) 2017, the manufacturer representative and hcp involved with the event had not had any further communication from the patient and it was thought the stimulation issue was resolved at that time as a result.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for other pain indications. It was reported that patient had system implanted and could feel stimulation at 4v. Patient had an infection to the skin close to system and impedances changed. It was stated that patient was unable to feel stimulation until 9v at the time of the report. Additional to that, the ins had turned itself to 0v without the patient using the programmer. This occurred some time in the last 2 weeks prior to report. Patient's practice nurse had an n'vision programmer but they had left the voltage up and there was no further interrogation with programmers or clinician programmers. Healthcare professional was concerned that the ins was faulty and was losing information. No further complications were reported as a result of this event.